Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. As received the belt failed ECG falloff testing. The cause of the ECG issue was a short in ECG "c". An unused pulse wire in the cable migrated into the ECG electrode, causing a short with the green belt discharge wire. The root cause for the migrated wire has not been positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the ecgs were not functional.